Manufacturer narrative:
The device was returned to johnson and johnson medtech for evaluation. Visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. A manufacturing record evaluation was performed for the finished device 31325921l number, and no internal action was found during the review. The customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax with reddish-brown material inside and internal parts exposed. Initially, it was reported that red liquid was observed inside the catheter where the force spring is located. The catheter was still irrigating correcting when flushed, and there were no errors on the carto system; however, the physician did not want to use this catheter anymore as this is not normal. They acquired a new stsf catheter and completed the procedure successfully. There was no impact to the patient, and they are now stable. The foreign material (red liquid) was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 17-oct-2024, a cut on the pebax with reddish-brown material inside was noted and internal parts exposed. This was assessed as MDR reportable with an awareness date of 17-oct-2024.